Event description:
Rptr indicated "problems with programming system". Troubleshooting was performed and narrowed the serial adapter cable as the cause for the reported issue. The serial adapter cable was replaced and the programming system functioned correctly. The serial adapter cable was returned to MFR for analysis. Analysis was performed on the returned serial adapter cable and the reported communication "problems" was verified. The most likely for the reported issue can be associated with cold solder connections that created intermittent communication difficulties.